Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous vault suspension done on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the capio suture and was found inside the capio cage. The procedure was completed with another capio slim and capio suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any visual failure. During functional inspection, the carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot, the suture and the needle were not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous vault suspension done on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the capio suture and was found inside the capio cage. The procedure was completed with another capio slim and capio suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.